Event description:
It was reported that the patient battery and leads were replaced 2 weeks ago. X-ray determined that one lead was 30 degrees out of the nerve and crossing another nerve. The patient had a gradual return in symptoms and increased pain. She had pain shooting up her spine from the lead crossing another nerve. The patient reports a lost or stolen patient programmer. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v967496, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: 3093-28, lot# v967496, implanted: (B)(6) 2012, : product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).